Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. No further actions were needed as the occlusion issues were not recurring, and customer requested replacements, which were to be sent by technical support.